Event description:
The customer reported that the generator was receiving a 1238 error message upon boot up. No patients were involved.

Manufacturer narrative:
The ge service rep found 2 480vac line fuses blown. He replaced fuses and attempted reboot up the system, but fuses blew again. He used the fluke meter and found 0 ohms across the input to the hv converter. Ordered new hv converter p1. The unit was down. The rep removed and replaced the high voltage tank assembly. He followed the procedure stated in the service manual. He re-set the generator event files, produced five exposurres in small and large filaments, and tested operation by performed multiple commands. Everything is working as intended.